Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked from the "blue line". The patient required to received two vaccines because the first one leaked out. There was no medical intervention required.

Manufacturer narrative:
The following fields were updated with corrections: d4. Primary UDI number:(B)(4). G1. Mfg contact office address 1: 6000 nathan lane north. G1. Contact office email: regulatory.responses@icumed.com. Investigation summary: received for investigation 9 unused, packages of edge needle-pro devices product 402510 lot # 4312156. The customer also provided a picture which indicated the type of device used by the clinician. Review of the photo showed a non-ICU medical injection vaccine in a prefilled syringe. The unused samples were opened and examined, with no anomalies or defects noted. To address the complaint all samples were assembled to a test syringe by firmly seating the needle-pro assembly to the syringe using a push and a clockwise twist. Using a medicine vial (0.9% sodium chloride for injection) to simulate actual use, the needle cannula was inserted within the septum of the vial. Medication was drawn up, and then expelled back into the vial. The needle was extracted while observing for signs of detachment of the cannula from the needle-pro device and/or test syringe. All samples functioned as intended and remained assembled. To evaluate the returned samples for liquid leakage between mating luers, a fluid filled test syringe was assembled to the needle-pro/needle assemblies and were tested. The results were acceptable no leakage or disconnect was observed between the mating luers (needle-pro/needle device and/or syringe). Based on the findings, this complaint could not be confirmed with the returned samples provided. The actual sample used at the time of the complaint was not returned for investigation. Therefore, no further action will be taken. It is possible that the issues observed by the customer may have occurred if the mating luers of the components were not seated as described within the IFU, however the provided complaint details do not allow us to verify it with any confidence. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.